Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. No data analysis was performed and no data was available due to the insulin pump being received without a battery installed. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer's husband called to report the passing of his wife two years ago. Caller stated that the cause of death was heart failure due to the insulin pump over delivered insulin. Customer's husband stated that the customer changed her reservoir and infusion set and went to bed. He stated that he notice that the customer's breathing was labored and he was unable to wake her up. He tested her blood glucose and it was 29 mg/dl. Immediately called paramedics they examined her insulin pump and they found that the reservoir was empty, and that the insulin pump had dosed her with 200 units. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.